Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No motor error alarm and no excessive no delivery alarms noted; the motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 427mg/dl. The customer states they treated with manual injection. The customer states they received motor error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.